Event description:
Cooling blankets found to be leaking water through the blanket but not at a seam. There was no patient harm. Manufacturer response: for cooling blanket, maxi therm lite blanket for blanketrol iii (per site reporter). This is not a new issue with their product and we have reported similar incidences previously.